Event description:
It was reported that the acusinch mini used according to technique guide, trigger pulled, flip button successfully deploy, pulled back on blue handle device, flip button fell through the drill hole opened second device to complete surgery - 12 minute delay.

Manufacturer narrative:
One acu-sinch kntls mini sys w/insrtr was examined. The inserter with the suture and round button was returned, but not the flip button. The parts returned were visually examined but in order to determine the root cause, both the flip button and the 2.3mm drill associated with the system would have to be examined. No definitive conclusion can be made.